Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing of p-waves during recorded non-sustained ventricular tachycardia, sustained ventricular tachycardia, atrial tachycardia/atrial fibrillation (at/af) and fast atrial and ventricular episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.